Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Additionally, according to the IFU, complications may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6), 2011, the patient was implanted with two gore tag thoracic endoprostheses and a gore excluder aaa endoprosthesis contralateral leg component to treat a thoracic aortic aneurysm at the arch. The physician planned to do the tag procedure with chimney-graft technique using the contralateral leg component to rescue the flow into the innominate artery. Kissing balloon technique was used to expand both stent grafts. After performing the coil embolization into the left subclavian artery, the tag procedure with the chimney-graft technique ended. The patient tolerated the procedure. On the same day, magnetic resonance imaging (MRI) revealed the cerebral infarct. It was reported that on (B)(6), 2011, the patient condition was stabilized, however, the patient was still in the hospital. According to the physician, the devices did not cause or contribute to the event. The patient's health complication was due to emboli-shower procedure.